Manufacturer narrative:
510k/PMA continued: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). The pentax medical sales rep responded to a good faith effort request via email on 30-dec-2021 and noted the user facility did notify the FDA regarding the event. This was a diagnostic procedure and while the patient was prepped for the procedure there were no reported injuries or delays which would require medical intervention. Additionally there was no risk of cross contamination and the patient was not recalled for further screening. The procedure did not involve accessories the device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. He also confirmed the facility follows all pre-procedureal checks and instructions for use. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was returned under service order 3137393 and pending inspection by a pentax medical service technician as of (B)(6) 2022. The investigation is in-process. Model ec38-i10cl, serial number (B)(4) has been serviced regularly at a pentax facility since the device was put into service. On (B)(6) 2022, a device history record(DHR) review for model ec38-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 24-feb-2021 under normal conditions. The endoscope was reworked for a hole at the tip and was reworked by adhesive repainting and then passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-feb-2021. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region. In the event reported, the user states that the image interference / flickering on the monitor involving pentax medical video colonoscope model ec38-i10cl, serial number (B)(4). The issue was observed during use in the operating room. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this may be, due to the disconnection of the cmos cable, due to repeated use.